Event description:
It was reported that pump displayed malfunction alarm code 13 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.